Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar turp loop is not working properly. While resecting the prostate, the loop doesn't complete the cut and prostate tissue is still attached to the gland. Therefore, 3 cuts are needed to take out the resected chip of prostate. In addition, surgeon unable to do deep cuts due to poor cutting ability." It was furthermore stated that due to the reported issue the procedure was prolonged by more than 60 minutes. Based on the prolongation of more than 60 minutes this case is deemed reportable.